Manufacturer narrative:
Unit passed displacement test and self test. Low battery alarm was noted on long history file. Pump was returned for power error. Detailed trace analysis confirmed low battery alarmed and then alarm power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes. Analysis of microtimer in detail trace confirmed that the root cause is the non-sleep anomaly software error. Unit received with cracked reservoir tube lip, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer indicated that the insulin pump alarmed low battery life. The customer's blood glucose reading was unknown at the time of incident. The customer was also advised that the device would be replaced and to return the product for analysis.